Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume intermate underinfused. The expected infusion time was 50 minutes; however, the infusion ran for six hours. The pump was reportedly at room temperature. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device had been filled with (B)(4). The actual device was not received for evaluation; however, five companion samples were returned. Each sample had approximately 190ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on each device, and the flow rate of all five devices was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.